Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is the date of index surgical procedure? (B)(6). 2. What were the diagnosis and indication for the index surgical procedure? Cervical spondylotic myelopathy 3. Was there any intraoperative concurrent use of other products? No 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 5. What is the patient¿s current status? Left lower limb paralysis occurred 48 hours after the initial operation. 6. What is the users experience w/ surgicel powder and other hemostatic agents? From (B)(6) 2023, the surgeon has used the powder 20 times. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. What were current symptoms following the index surgical procedure? Onset date? 3. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic, cervical fusion single-sided, procedure on an unknown date and absorbable hemostat was used. 48 hours after use, in the ward / ICU, the drain was clogged and a hematoma formed, causing nerve palsy. Therefore, the wound was reopened, the hematoma was removed, and the bleeding was stopped with another absorbable hemostat. According to the surgeon, the powder was not washed out enough, and he said, "I should have washed it out more thoroughly.¿ the patient is now recovering well. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information a2, a3, b7, h6. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? -79-year-old male. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No allergies, cervical spondylotic myelopathy. 3. Was there any intraoperative concurrent use of other products? The drain used was a non ethicon product. -the product was not ethicon, and size was unknown. 4. What is the lot number? - unknown as it was discarded. 5. Where was the surgicel used (on what tissue)? -I used it on the epidural venous plexus of the cervical spine. 6. How much surgicel was used during the procedure? -I sprayed 1.5 g onto the epidural. Also, 1.5 g was sprayed over the entire surgical field, including the fascia. 7. What were current symptoms following the index surgical procedure? Onset date? -paralysis of the left upper and lower extremities. 8. What is the patient¿s current status? The patient is getting better now and will be discharged in about 2 more days. 9. What is the users experience w/ surgicel powder and other hemostatic agents? -the surgeon has used powder since (B)(6) 2023, and used in about 20 surgeries. 10. Was a hematoma formed at the site where the powder was used? -yes. The following information was requested, but unavailable: 1. What is the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.